Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was unconfirmed as the reported event could not be replicated. One 4fr s/l groshong nxt PICC was returned for investigation. The returned sample exhibited evidence of use. The stylet had been removed from the 4 fr s/l groshong catheter and the two-piece connector was attached and secured to the proximal end of the catheter. The catheter was received in two segments. The tubing had been cut between the 15 and 16 cm depth marks. The proximal end of the catheter extended 5.5cm from the distal end of the strain relief oversleeve. The suture wing was positioned over the 17cm depth mark. A functional test revealed that the catheter was patent to infusion. Pressurizing the catheter with and without the suture wing revealed no leaks in any part of the catheter. A microscopic examination of the catheter revealed no holes near the cut ends of the tubing or in any part of the catheter. The exact cause of the reported event was unknown; however, since no leaks were observed on the returned sample, the complaint was unconfirmed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the leakage was observed from the catheter outside of the patient body. Allegedly, at the time of placement of the device, the catheter was secured using suture wing and was not covered with dressing material. As the part of the catheter without dressing material was twisted, the operator eliminated its twist and sutured it again. After that, the leakage was observed at the part which had been twisted. The operator thought that a crack or a small hole on the catheter had been closed due to pressure of twisted catheter, and that upon eliminating the twist, the leakage occurred from a crack or a small hole. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the leakage was observed from the catheter outside of the patient body. Allegedly, at the time of placement of the device, the catheter was secured using suture wing and was not covered with dressing material. As the part of the catheter without dressing material was twisted, the operator eliminated its twist and sutured it again. After that, the leakage was observed at the part which had been twisted. The operator thought that a crack or a small hole on the catheter had been closed due to pressure of twisted catheter, and that upon eliminating the twist, the leakage occurred from a crack or a small hole. No patient injury was reported.